Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('device removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and haemorrhage nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("they are giving me a lot of problems") and complication of device removal ("removal surgery took 3.5 hours, it was planned for 2 hours"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adverse reaction and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered adverse reaction and medical device removal to be related to essure. The reporter commented: she wanted to remove the essure immediately because suspects that they are giving her a lot of problems. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 15-may-2019: infomedia media surveillance received: removal surgery took 3.5 hours, it was planned for 2 hours. Patient's age and medical history updated. Case upgraded to incident since removal surgery was performed. Case (B)(4) was considered a duplicate of this case, therefore all information was transferred to this case and case (B)(4) was marked for deletion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.